Event description:
Device was implanted in 2006. It was reported that the device was explanted forty-eight days later because the implant site became infected. The physician reported that the pt failed to fill and take his antibiotic prescription, and he feels that the device did not cause the pt's infection. Follow-up found that the pt has recovered from the infection.

Manufacturer narrative:
Ans inc corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc corp defers to the pt's physician regarding medical history.